Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) display shows a blank white screen. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, b5, h6 (type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) evaluated the unit and reconnected all connections of main board and monitors. The unit was tested for more then 5 hrs and hand over to the customer in working condition. However, the customer called the next day stating the unit monitor is froze (hang). The fse replaced the pcb, main board (0670-00-0788) and performed test. All functional and safety checks performed to meet factory specifications and unit was returned to the customer.

Event description:
It was reported that before use the cs300 intra aortic balloon pump (iabp) display shows a blank white screen when switched on and has a continuous beeping sound. There was no patient involved.